Event description:
It was reported that during a hemmorrhoid procedure, the device did not cut. There were a few loose staples still on the instrument, some unformed staples in body and some partially formed staples. Another instrument was used to complete the procedure without impact to the patient.